Event description:
It was reported that; patient was put in prone position. This was a regular operation sterilization spread towels, full clear surgical field exposure, conventional cone, open device agent take nail, needle, the establishment of fluoroscopy location is good, choose screw implant, poor position after perspective, remove the screw, the book found the screw angle is fixed and cannot be restored.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The tulip head was overextended over the screw shank head to one side and was jammed. Polyaxiality of the screw was lost. A manufacturing review found no relevant manufacturing issues as all units met stryker specifications. It was reported that the tulip head was jammed after removing the screw because of poor screw placement. Conclusion: as the tulip head was found overextended on the screw shank to one side, the most likely root cause is off axis loading to one side was applied to the screw during removal, causing the tulip to overextend to that side and lose polyaxiality.

Event description:
It was reported that; patient was put in prone position. This was a regular operation sterilization spread towels, full clear surgical field exposure, conventional cone, open device agent take nail, needle, the establishment of fluoroscopy location is good, choose screw implant, poor position after perspective, remove the screw, the book found the screw angle is fixed and cannot be restored. There was a reported delay of 20-30 minutes.